Event description:
The complainant reported that, during a therapeutic ercp with lithotripsy, the tip of the trapezoid lithotripter detached. The physician captured a stone with the device's basket, and upon attempting to crush the stone, the tip detached in the common bile duct. Several attempts were made to remove the tip, but the physician could not locate it. Upon removal of the endoscpe, the tip was found in the elevator of the scope. The physician did not complete the procedure. There were no reported adverse effects to the pt.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are unable to determine the relationship between this device and the cause for this event. The lot number revealed that the device was used 18 months beyond its expiration date. Date filed:11/03/2006.